Manufacturer narrative:
According to available information, as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, this device and right ventricular lead displayed high out of range impedance measurements. The physician suspected that the lead was fractured around suture sleeve location. A revision procedure was performed. This lead was surgically abandoned and replaced. No adverse patient effects were reported. There was no chest xray confirming the fracture, therefore, the reason for the out of range measurements is unknown.